Manufacturer narrative:
Consumer reported experiencing burning and redness. Consumer continued to use product and reported that she developed an infection, which she believed to be pink eye. Consumer stated that the symptoms of the reported infection were burning, light sensitivity and discharge. Consumer visited an urgent care center and was prescribed vigamox.. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms of burning, redness and discharge (lacrimation) reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer reported that the issue has resolved. Medical documentation was not provided. The complaint sample was not returned for evaluation.

Event description:
Consumer reported that she had used the product for years without issue; however, she developed an issue after she purchased a twin pack. With the first bottle, the consumer reported she experienced burning and redness. With the second bottle she thought she had "pink eye" and referred to her condition as an infection. She stated that the symptoms of the reported infection were burning, light sensitivity and discharge. Consumer visited an urgent care center and was prescribed vigamox. Consumer was unable to say if a diagnosis was provided at this time. Consumer only recollected telling the health care provider that she believed the infection to be pink eye. After the eyes cleared up, the consumer again reported that she used the product and experienced symptoms of burning, light sensitivity and discharge. The consumer did not visit a doctor for this event. She used the remaining vigamox in her possession and the symptoms resolved. Consumer has since switched contact lens solutions and has not experienced any further issues. Consumer is recovered. Medical documentation was not provided. The event described is consistent with the application of unneutralized hydrogen peroxide coming in contact with the eye.

Manufacturer narrative:
The product was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation revealed it did not meet all product requirements with the returned lens case.

Event description:
Medical documentation obtained from treating physician assistant at urgent care facility indicates patient presented with complaints of eye redness, eye irritation, eye itching, eye mattering, and blurred vision. During eye exam, conjunctival edema was noted in the right eye along with right eye injected conjunctiva, exudate, and erythema. Cornea was not involved. Patient was diagnosed with right eye conjunctivitis and prescribed vigamox. Practitioner believed the event was incidental to contact lens wear.